Event description:
Medtronic received information that during the tightening of the perclose the stitch broke. To control bleeding, a covered stent was placed immediately in the right common femoral. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).